Event description:
It was reported by a customer complaint that: patient's family member stated after a meal bolus the pump displayed the message "no cartridge detected", there was a cartridge in the pump. Family member attempted to correct problem without disconnecting the patient from the pump. During the manipulation the patient was overinfused with 75u of insulin. Patient was treated in ER and released.